Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag console (serial number: (B)(6)) was evaluated due to the reported event of an m4 alarm; however, the centrimag console was not returned for analysis, and it was determined that the console was unrelated to the cause of the event. It was revealed that the root cause of the reported event was related to the returned centrimag motor (serial number:(B)(6)). The motor¿s evaluation has been addressed via the motor¿s investigation (related MFR 2916596-2021-03456). The device history records were reviewed and the records revealed that the centrimag console, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 10.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including motor alarms, and the appropriate actions to take if the issue does not resolve. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-03456.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when getting the patient ready for transport, while moving the motor and consol from the bed to the transport stretched, an m4 alarmed. The motor was changed to the backup motor, the pump was well inserted and the motor connected to the console. The console was not exchanged. The patient did not present any major events during the alarm. No adverse event to patient. No additional information was provided.